Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that they were not seeing the stim on lightning bolt icon on their recharger and their hand had been shaking the last couple days. On the call, they were seeing the ins charge complete screen and noticed when previously charging it was done after about 5 minutes. They were asked if stim was turned off or if the battery got too low and caused stim to turn off but the patient indicated that was not the case. They were in the hospital recently for a reason unrelated to dbs but no one turned the device off and they kept it charged. It was reviewed how to turn stimulation on and it resolved the issue. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.